Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips stuck on the vessel. They were able to get it unlocked and off the vessel. There was no trauma to the tissue. They were able to complete the procedure with another device. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.